Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The pump was visually inspected and functional testing was performed to confirm the claim of an air in line alarm. The customer's stated problem was verified. The pump failed air the detector test. With air detector turned to an on mode and attached cassette, it alarmed and displayed "air in line" when put on a run test. Further investigation of the pump and determined that the air detector was defective and is the cause of the issue. The air detector will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an "air in line" alarm. No patient was involved in this event and no adverse effects were reported.